Event description:
A customer reported to beckman coulter (bec) that less than 3cc clear fluid leaked from the probe rinse block (probe wipe) inside their coulter act diff analyzer and onto the tabletop. The customer was using personal protective equipment (ppe) consisting of a lab coat, gloves and glasses at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No medical treatment was needed. An exposure control plan is in place at his facility. No erroneous results were generated in connection to this event. There was no change to patient treatment.

Manufacturer narrative:
The bec customer technical specialist (cts) assisted the customer via the telephone in bleaching the pathway from the probe rinse block (probe wipe) to the vacuum isolator chamber (vic) to resolve the leak. After bleaching no further leaks were observed. Service was not dispatched for this event. Per labeling; "replace the probe wipe when it is defective or plugged. If fluid drips from the probe wipe but vacuum is good and the instrument works, then the probe wipe is probably defective (or plugged)". "Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode of this event was plugged probe rinse block (probe wipe). (B)(4).